Manufacturer narrative:
(B)(4).

Event description:
The complaint states that issues starting the sensor due to the transmitter was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition,signal loss over one hour was found in connection to the reported allegation. No injury or medical intervention was reported.